Manufacturer narrative:
As reported, the balloon of the 6/7f mynxgrip vascular closure device (vcd) ruptured. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. The device history record (DHR) review of lot f1707601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective action will be taken at this time.

Event description:
As reported, the balloon of the mynxgrip vascular closure device (vcd) 6f-7f ruptured. There were no reported patient injuries. Additional procedural details were requested but are unknown.

Manufacturer narrative:
As reported, the balloon of the mynxgrip vascular closure device (vcd) 6f-7f ruptured. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, with the advancer tube covering the balloon proximal tip. The procedural sheath was pull back to the shuttle handle. No anomalies were observed. Leak testing per mynxgrip instructions for use (IFU) was performed on the balloon of the returned device; however, it revealed that the catheter¿s lumen was clogged by dried contrast and the balloon cannot be inflated. The balloon was inflated with air using an adapter and found no leak in the balloon. The inflated balloon diameter was verified and noted to be within specification. Visual inspection at high magnification found dried contrast in the balloon. A product history record (phr) review of lot f1707601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leakage was found. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to issue experienced since no issues were found with the balloon during analysis. However, as the balloon could not be inflated due to dried contrast media, it could possibly be related to the viscosity of the contrast media/saline mixture used to inflate the balloon, or handling factors. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Additionally, the IFU states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.